Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was stented with a 3.5 x 18 xience. An attempt was made to post dilate with a voyager nc; however, during the first inflation, a pinhole rupture was noted. There was no pt injury. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis is revealed that the balloon catheter was returned with blood and contrast in the balloon, inflation lumen and guide wire lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. The balloon catheter was pressurized using a new indeflator, filled with water, to locate the rupture. There was a hole in the distal balloon shoulder, over the distal balloon marker. There were multiple longitudinal scratches on the distal end of the balloon. Product performance engineering has reviewed case description and the returned product. Factors that may contribute to balloon damage may include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The balloon catheter was returned blood, contrast, and a loosely folded balloon confirming that the product had been attempted for use of a procedure. Analysis of the returned product observed a pinhole rupture in the balloon located over the distal marker. In addition, there were multiple longitudinal scratches on the balloon located near the rupture. Balloon damage from the scratches can weaken the balloon material, such that upon the inflation attempt can result in a balloon rupture. A review of the reliability engineering mfg records reveals that all destructively tested units met the minimum rated burst pressure. A definite root cause of the balloon damage could not be determined, but based on the reported case description and analysis of the returned product, the reported difficulties appear to be related to circumstances during the procedure. The lot history record was reviewed and there are no nonconformances associated with this product/part lot number combination. This MDR is considered closed by the product performance group.